Manufacturer narrative:
.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) urinary problems. (B)(4). Conclusion no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence and bleeding. It was reported that the patient underwent removal/revision of mesh on (B)(6) 2006 due to mesh erosion. No additional information was provided.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient complains of pain, infection, bleeding, and urinary problems. No additional information is provided at this time.